Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false downstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the false downstream occlusion alarms, caused by downstream sensor readings that were too high. This was caused by a downstream pressure plate gap that was out of specification. The downstream tubing guide was replaced to correct this condition.